Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to during the implant procedure the lead was exhibiting no capture, so the physician tried to reposition many times but there was no improvement in lead measurements. The lead was undersensing and presenting high pacing thresholds. A fluoroscopy was performed, and it was confirmed that the lead also was dislodged. A new ra was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to during the implant procedure the lead was exhibiting no capture, so the physician tried to reposition many times but there was no improvement in lead measurements. The lead was undersensing and presenting high pacing thresholds. A fluoroscopy was performed during the procedure, and it was confirmed that the lead was dislodged. A new ra was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.